Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Settings: rate 2.2 res vol 24.9 , given 73.85, air in tubing. No injury to patient. No further information available.